Event description:
It was reported that the tip of the unit broke off in the pt. Further, another unit was available for use and it functioned properly. The procedure was completed successfully.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.